Event description:
Facility reported that there was as a blood leak on a multiple use dialyzer (# of reuse not made available). Ebl was reported as 250-300 cc, as extracorporeal system was discarded. There was no adverse effects to patient. Sample discarded.